Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. Based on the results of the investigation, the most probable root cause of the reported issue was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
The customer reported no image during inspection for use of an olympus gastrointestinal videoscope. There was no patient injury reported.